Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 2.1 cubie was not detected on the communication bus. A field service engineer reset and reconnected all connections to the half-height drawer and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.2 failed to detect on the communication bus, which hindered users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.